Event description:
It was reported that during procedure in 2008, the pin loosened and the plate released on the plate. No injury to the patient was incurred and the procedure was completed without incident. This report filed on january 6, 2009.

Manufacturer narrative:
During telephone conversation with coordinator, recommendation was made to file this report as a device malfunction. Recall has been initiated to rework instrument to prevent the pin component from releasing from the instrument. No injury was reported; no further information has been received.